Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Blood glucose at the time of incident was unknown. Customer stated that the insulin pump screen was flashing white. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. No display anomalies noted including flashing white display or missing segments and partial display anomalies noted.